Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is likely error message e433 occurred due to a defective generator board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the high frequency electrosurgical generator unit displayed error e433 during inspection before use. The intended prostatectomy procedure was completed with another generator without delay. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the customer¿s reported problem was confirmed/reproduced. The e433 error occurs when the device is powered on and the problem was isolated to a defective generator board. The inspection also noted intermittent abnormal output due to corrosion on the monopolar connector socket. The generator has had no repairs performed in the last year. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The cause of the defective generator board cannot be determined at this time as the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. This report is being submitted although the suspect medical device is not marketed in the USA. However, a similar device is marketed. Model # wb91051w / catalog # wb91051w; therefore, the following will be used as a place holder. Common device name: electrosurgical generator, esg-400 510(k): k203682 product code: gei.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.